Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became shattered. Customer was unsure how the screen became shattered. Reportedly, the pump is still functional. In addition, it was reported that the customer received a malfunction stopping all insulin deliveries. The customer was able to successfully clear the malfunction and resume insulin delivery. Customer's blood glucose level was not impacted.